Manufacturer narrative:
Product event summary: the data files were returned and analyzed. In the log data file on the reported event date, the catheter pscc100 with lot number 0012751386-007 had 149 pulse train count without any error message or anomaly. One picture was received for analysis. The image showed the guidewire lumen of the pulseselect catheter seemed to be kinked and twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012751386 was returned and analyzed. Visual inspection was carried out the catheter appears intact without any visible issues. Slide function ws was stuck and the shape of the capture device was unremarkable with no atypical features. Catheter to a test catheter interface cable (cic) connection evaluation was carried out. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms were carried out. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. Catheter identification and ablation testing was carried out.¿the catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Electrical continuity te st: electrical continuity testing identified an open circuit between electrodes e2 and e9. X-ray imaging revealed that the wires within the handle area were entangled and broken. Additionally, the hypotube was breached, and the guidewire lumen appeared to be kinked, preventing further advancement of the guidewire through the lumen. Catheter-to-guidewire compatibility evaluation: lab test guidewire could neither be inserted nor retracted through the returned catheter. This was due to a kink in the guidewire lumen located within the handle area. In conclusion, the reported adverse event of thrombus occurred during the procedure and could not be confirm through product analysis. The catheter failed the return product inspection due to a hypotube breach, guidewire lumen kink, electrode wire broken and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, there was difficulty entering the g uidewire into the catheter after the left pulmonary vein procedure was completed and during position change for the right side. The end of the catheter appeared to be blocked. Forced guidewire placement was required, and something resembling thrombus was observed to come out, after which the guidewire was able to enter. The blockage recurred, and the supporting fellow removed the catheter from the patient's body and again forced the guidewire into place, resulting in the observation of material similar to thrombus. The hospital's anticoagulation protocol was reportedly appropriate. It was later noted that the catheter twisted/kinked and there was a feeling of discomfort. The procedure was completed, and there were no patient symptoms, complications, injuries, or need for medical or surgical intervention. No patient complications have been reported as a result of this event.